Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip, missing end cap sticker and no battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump broke. The customer states the battery cap and battery are missing. The customer states they removed the battery because of the alarm, and it was misplaced. The customer's blood glucose level at the time of incident was 117mg/dl. The customer was advised that the device would be replaced and returned for analysis.